Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument found the complaint unconfirmed; a functional check with a mating stem found the devices functioned as intended; however the mating parts are loose. The date lot code of mt0708 indicates it was first released to distribution in july of 2008 and is over seven years into distribution. The root cause is attributed to wear out after repeated use. Product problem has not been identified and no corrective action has been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threads are stripped on the neck trial.